Event description:
It was reported that the pt was unable to increase certain program. The lead had two invalid contacts. The therapies were reprogrammed and the pt gained full pain coverage. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.